Manufacturer narrative:
This report is being supplemented to provide additional information based on correction to h7, h9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the green image, caused by a defective cable unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable displayed a green image. The issue occurred when the product was connected before the procedure and then happened again during a therapeutic laparoscopic appendectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.